Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that their son had experienced a low blood glucose level of 25 mg/dl. The customer's blood glucose level at the time of the incident was 25 mg/dl and current blood glucose level was 65 mg/dl. The customer was treated with food. The customer was advised to monitor pump and blood glucose level. The insulin pump will not be returned for analysis.